Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A visual inspection was performed and the reported problem was confirmed. The root cause was undetermined; no similar non conformance has been documented during the last 12 months for the involved reported deviation on this product code. It should be considered as exceptional/single event. The line clearance procedure has been updated in order to add extra precautions to avoid such deviation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set, with a 3 way stopcock, had a missing air vent on the set. This condition was discovered prior to use. There was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: a request for the return of the device has been made. Should additional relevant information become available, a follow up report will be submitted.